Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 48% remaining to 10% remaining in three months' time. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that there was concern this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion, as the estimated remaining longevity dropped from 48% remaining to 10% remaining in three months' time. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this s-ICD was explanted and replaced, and it was returned for analysis. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.